Manufacturer narrative:
The product in complaint was not returned to the manufacturer for evaluation. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
It was reported that a (B)(6) year old female patient underwent a left transcarotid artery revascularization (tcar) procedure on (B)(6) 2019. A dissection plain was discovered in the left common carotid artery (lcca) post procedure. Flow reversal was established. The physician attempted several maneuvers to engage the internal carotid artery (ica) on flow reversal, with a 0.014 wire, including removing the system and resticking. However, these attempts were unsuccessful. Ultimately the physician aborted the tcar procedure and performed a transfemoral carotid artery stenting (tfcas) procedure. The patient awoke from the procedure with no issues and was discharged home the following day. No additional details were provided.